Event description:
Procedure: nephrectomy. According to the reporter: the surgeon placed the jaws over the renal vein and closed the device with no problems. Upon firing the instrument, the blade cut through the tissue, but the staples did not deploy. When the device was opened to remove the cartridge, it fell out of the housing into the pt. There was an unspecified amount of blood loss. The procedure was converted to open to stop the bleeding. Delay in surgery time was reported as more than 30 minutes.